Manufacturer narrative:
Conclusion: without the return of the device, the root cause of the stenosis could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 3 months post implant of this 29mm mitral bioprosthetic valve, the valve was explanted and replaced with a 27mm valve of a different model due to severe stenosis.  No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.